Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was unknown.

Event description:
New information notes that patient was in stable condition.

Manufacturer narrative:
Correction: patient age should have been listed as 63 and consumer should not have been checked for g2 it should have been company representative.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was unknown.

Manufacturer narrative:
The reported complaint of unexpected reset was confirmed. The device was received at backup mode of operation, which was discovered while device was implanted. Analysis found backup occurred because of power-on-reset, consistent with hybrid anomaly. High voltage testing found no anomalies. Longevity assessment found the device was within specification.